Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. Proper suction level was maintained for 30 minutes prior to activating, as directed. They calibrated a new capsule which deployed successfully. There was no patient and user harm.